Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0375 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recp0375) have been reported from the same (B)(4) facility.

Event description:
It was reported that the metal part of the oversleeve portion of connector affected the nuclear magnetic resonance examination in five devices. There was no patient harm reported. This report addresses the fifth device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the metal cannula was seen on the magnetic resonance examination was inconclusive due to the sample condition. One photograph was the only item returned for investigation. The photo showed the gray proximal connector for a 4fr s/l groshong PICC inside the tray, which differed from the implicated groshong nxt PICC. The connector for the groshong nxt PICC has a red connector and extension leg. Both connectors, however, contain the stainless steel cannula. The photo showed the gray groshong connector and the metal cannula was circled. No magnetic resonance images were provided for investigation. From the photograph, the cause of the reported event could not be determined. It is unknown if other factors, such as MRI settings, the position of the groshong PICC, or other artifacts affected the reported event. Since a photograph of a gray groshong connector was the only item returned for investigation, the complaint was inconclusive. The effects of the stainless steel cannula on the image should be relative to the size of the cannula. The device could be moved and/or the patient's arm could be rotated to prevent the cannula from affecting the examination. Without the magnetic resonance images, the complaint could not be verified. This was considered a customer dissatisfaction, preference, and/or perception issue.

Event description:
It was reported that the metal part of the oversleeve portion of connector affected the nuclear magnetic resonance examination in five devices. There was no patient harm reported. This report addresses the fifth device.